Manufacturer narrative:
Pump was received with blank display due to moisture damage on electronic assembly. Unit was received with cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Event description:
The customer reported via phone call that their insulin pump had cracked on battery compartment. The customer¿s blood glucose was unknown at the time of incident. Customer stated the insulin pump had cosmetic damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.